Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the incoming hi-pot test. The cause of the test failure is an improper output at pin 3 of component u1 in ECG electrodes a and b. The cause of the improper output is corrosion on resistor r9 inside both ECG electrodes a and b. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged electrodes. The last patient to use this electrode belt did not report any deficiencies.